Manufacturer narrative:
Device received a33 alarm during the basic occlusion test due to loose/protruded or flush drive support disk. Device passed the displacement test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the bottom part of the reservoir compartment went loose, and it was sticking out from the bottom of the insulin pump. The customer¿s blood glucose level was 160 mg/dl. The customer reported that the drive support cap was sticking out. The customer declined troubleshooting for high and low blood glucose. The device will be returned for analysis.